Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20-apr-2026, a sales representative reported via (B)(4) that the ar-4068-90 90-degree straight suture lasso coating on the lasso wire came off during the case and caused a 10-minute delay on two occasions because the doctor had to then retrieve the coating that was in the shoulder to proceed. No patient was affected.